Event description:
The pt is a (B)(6) female admitted to (B)(6) medical center on (B)(6) 2012, for a scheduled surgery. The pt had been diagnosed with a retroperitoneal lymphadenopathy. The planned surgery was a robotic assisted peripancreatic lymph node excision. During the procedure to excise the lymph node the surgeon noticed that the cautery hook was malfunctioning. The malfunction device was removed. Upon removal of the cautery hook, it was noted that part of the plastic casing around the pulley of the hook was broken off. The surgical team immediately began extensive search in the area of the lymph node dissection, underneath the liver and around the porta hepatis, but did not see any evidence of the broken plastic casing. Several attempts were made to locate the missing fragment including creating a hand port in the upper midabdomen. A flat plate kub was taken. The team was unable to locate the missing fragment. The pt remained stable throughout the surgery and at the conclusion of the procedure was taken back to recovery in stable condition.